Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify keypad unresponsive or button error alarm and device test failed due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated that insulin pump was dropped in the pool. Customer was assisted to performed self test and the insulin pump did not passed the self test. Customer stated that there was crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.